Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed nicks, scratches and wear on the gold handle and on the shaft and alignment indicator. The product investigation revealed this complaint to be indeterminate.

Event description:
It was reported that when assembling the sterile tray, the helical blade inserter was broken on the end.